Event description:
The initial reporter alleged discrepant reactive results with the elecsys anti-hbc ii assay on the cobas e 801 module when compared to results from a competitor assay. On (B)(6) 2019, the sample was initially tested on the cobas e 801 module and generated a result of 0.559 coi (reactive). On (B)(6) 2019, the same sample was tested at quest diagnostics and resulted as non-reactive. On (B)(6) 2019, the sample was re-tested on both the cobas e 801 module and the cobas e 602 module, with both systems generating reactive results. On (B)(6) 2019, the sample was tested at labcorp and resulted as non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hbc ii assay performed within specifications. A review of quality control, calibration, and alarm data did not identify any abnormalities. However, the investigation was limited as no sample material was available for further analysis. The negative percent agreement for the elecsys anti-hbc ii assay with non-hbv-infected status is 98.4% (601/611) with a 95% confidence interval of 97.0% to 99.2%, indicating that false positive results can occur. A definitive conclusion regarding the discrepant results could not be determined due to insufficient information about the assay used at labcorp.